Manufacturer narrative:
Eval results: (revascularization). (Intervention).

Event description:
The pt had a complete se stent implanted. Approximately 6.5 months post index procedure, the pt was admitted to hospital and target vessel revascularization was performed. The investigator indicated that the reported event was related to the complete se stent. The pt is continuing with treatment.